Event description:
It was reported that a patient's atrial lead had previously exhibited noise and was reprogrammed. During lead revision, the physician elected to explant ad replace the right ventricular (rv) lead and to explant the atrial lead without replacement. The patient was recovering following the procedure.